Manufacturer narrative:
Citation: conte sm et al. Plugging paravalvular leak in transcatheter aortic valves. Jacc: case reports. 2019; 1(5):696-702. Doi: 10.1016/j.jaccas.2019.10.013. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6)-year-old male patient with a history of ischemic cardiomyopathy, atrial fibrillation, prior stroke, chronic kidney disease, type 2 diabetes, hypertension, and severe aortic stenosis who underwent implant of a medtronic evolut r transcatheter valve. No serial numbers were provided. Immediately post implant of the transcatheter valve, a mild paravalvular leak was reported. The paravalvular leak progressed to moderate in severity, and the patient was hospitalized with recurrent pleural effusions and a chronic total occlusion of the right coronary artery. Ultimately, 13 months post implant, the patient underwent percutaneous paravalvular leak closure with a non-medtronic vascular plug. No additional adverse patient effects or product performance issues were reported.